Event description:
Information was received from a healthcare provider regarding a patient who was receiving morphine drug via an implantable pump for non-malignant pain use. It was reported that the patient was programmed on (B)(6) and they decreased the concentration to 5 mg/ml at 0.909mgday but accidentally programmed the pump to 7.5 mg/ml concentration. The caller wanted to know if they were overdosing or underdosing the patient. Agent reviewed with the caller that the patient has been getting 0.606 mg a day. Caller stated that they had spoken to the patient and the patient was doing great. Ts reviewed steps to correct programming.

Manufacturer narrative:
Continuation of d10: product ID a810. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.